Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump alarmed. No disposable, clamp tubing. It was reported the device also exhibited air in the line. Per reporter residual volume was: 12.4, rate 1.7 and 64.95 was given. No adverse patient effects were reported. No additional information is available.